Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b)(62023. On (b)(62023, the pediatrics' parent reported that they treated the patient "like she was lower numbers" and kept feeding the patient food and stated they gave more "insulin" while the patient had high ketones. The patient was not feeling good, was thirsty and their stomach was hurting. The patient's parent did not check a bg at home and took the patient to the hospital. It was reported that the patient was in dka. Their bg was 670 mg/dl while the cgm was 99 mg/dl. There was no information about treatment at the emergency room but the patient was discharged after 4hrs. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)